Manufacturer narrative:
We have received a couple of complaint reports with an email from our distributor (B)(4) 2014. To get more information we sent a response with some questions and the reminder that such complaints must be reported earlier because (B)(4) as the manufacturer has to report within 30 days. In this case we only have received the information that something happened with some of our screws. Either 2 or 3. We have received the information that it will not be possible for our distributor to get more information.

Event description:
2 or 3 screws broke during a finger fracture surgery. One of the screws actually stayed in the patient (half of the screw).